Event description:
The customer reported obtaining intermittent vote outs (non-numeric results) for the differential parameters from the unicel dxh 800 coulter cellular analysis system. The customer also indicated that the flow cell was clogged. The customer stated that the instrument generated "one or more flow cell parameters exceeded operating limit", "light scatter offset exceeded operating limits", and "maximum number of consecutive nrbc (nucleated red blood cell) errors reached" error messages during the event. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter customer technical specialist (cts) assisted the customer with troubleshooting over the telephone. Cts advised the customer to flush the flow cell with cleaner for 5 minutes and prime the volume, conductivity, and light scatter for multiple angles (vcsn) module. The cts also suggested for the customer to rinse the nrbc chamber but the issue was not resolved.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse noticed that a small volume of fluid was dripping at the fitting of the flow cell's lower port tubing. The fse replaced the lower tubing and flushed the lines through flow cell and distribution valve (dv) to resolve the leak. The fse also cleaned the bottom portion of the instrument and verified the repair as per established procedures. Failure mode of the leak is attributed to the tubing at lower port of the flow cell which needed to be replaced. (B)(4).